Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es unable to open the drawer. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was delay while fetching the medication from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini drawer had been jammed closed. A field service engineer manually opened the drawer and found that a bottle of basal spray had not been sitting flat and had jammed the drawer. The user repositioned the bottle, so it lay flat. The drawer then opened and closed normally. The system functioned as intended after the field service engineer repaired the device. E1 - initial reporter addrress: (B)(6). E1 - initial reporter facility name: (B)(6).